Event description:
It was reported that after the subject stent was successfully delivered and positioned, the physician retracted the microcatheter to deploy the subject stent. However, after approximately half of the subject stent had been deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that after the subject stent was successfully delivered and positioned, the physician retracted the microcatheter to deploy the subject stent. However, after approximately half of the subject stent had been deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual/microscopic inspection, the subject stent was received in a deployed condition, which is aligned with the product condition update. The stent delivery wire (sdw) and the introducer sheath were not returned. All 3 marker bands were present on both ends of the subject stent. The subject stent was heavily deformed throughout. What might be dried procedural fluid and what might possibly be - polytetrafluoroethylene (ptfe) were noted at the distal (open cell) end. Functional inspection was not performed due to the subject stent being returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint code 'stent partial deployment' could not be replicated during device analysis as the subject stent was returned in a deployed condition which aligns with the event description. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that after the subject stent was successfully delivered and positioned, the physician retracted the microcatheter to deploy the subject stent. However, after approximately half of the subject stent had been deployed, the microcatheter could not be retracted further despite multiple attempts. The physician then withdrew both the microcatheter and the subject stent together out of the body. Upon gently retracting the microcatheter for observation, the subject stent was deployed outside the body and fell onto the operating table. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'not tortuous. The subject stent was the only part of the neuroform atlas system which was returned for analysis. The subject stent was fully deployed and noted to be significantly damaged/deformed throughout its length. The stent delivery wire (sdw) and the introducer sheath were both not returned for analysis. It is most likely that, due to an unknown/unspecified procedural and/or anatomical factor(s), the user experienced difficulty while attempting to deploy the subject stent. Due to this difficulty the user attempted to retract the microcatheter on several occasions, possibly resulting in some of the damage noted during analysis. Furthermore, when attempting to retract the subject stent it is possible that additional damage may have occurred to the subject stent. Finally, the subject stent deployed outside the patient on the operating table. Again, there may have been damage caused to the subject stent during this process. The as reported event of 'stent partial deployment' as well as the as analyzed events of 'stent deployed prematurely during retraction/re-sheathing' and 'stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.